Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula (pcs) instrument involved with this complaint and completed the device evaluation. Initial inspection of the pcs instrument identified thermal damage on the monopolar yaw pulley, ceramic sleeve, conductor wire cap and distal idler pulley consistent with the customer reported issue and the image analysis. The identified thermal damage on the ceramic sleeve of the pcs instrument with no evidence of mishandling/misuse can be correlated to an arcing event. As part of evaluation, the pcs instrument was further inspected and found an additional observation - thermal damage on the distal and proximal clevis. The ear of the distal clevis was cut open to expose and inspect the conductor wire and weld. No damage on either the conductor wire or weld was found. This additional observation did not cause or contribute to the alleged arcing. It is known that thermal damage found on the distal and proximal clevis of an instrument are most commonly caused by mishandling and misuse. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2020 using da vinci system sk1805. During the surgical procedure, the surgeon used the pcs instrument reported on this event. The pcs instrument was used once with 4 remaining usable lives recorded. The instrument was not used in subsequent procedures. Isi has also reviewed the site¿s complaint history and no related complaints have been identified. This complaint is being reported based on the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the pcs instrument allegedly arced during intraoperative use and inspection observed thermal damage on the instrument tip. Failure analysis confirmed thermal damage on the ceramic sleeve of the pcs instrument with no evidence of mishandling/misuse. Thermal damage proximal to the ceramic sleeve is evidence of electrical discharge at a location other than intended. While there was no harm or injury to patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown or unavailable. Device expiration date was left blank. This instrument has 4 remaining usages, which are tracked by the da vinci surgical system, therefore, instrument had not expired. Implant date is blank because the product is not implantable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the user observed potential thermal damage on the permanent cautery spatula (pcs) instrument tip. The user installed a backup instrument to continue the procedure with no further issue reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: an inspection of the instrument and accessories was conducted prior to use and found no related issue. The pcs instrument was in use cauterizing the target tissue for an extended amount of time; however, the user was unable to approximate the time. During use of the pcs instrument, arcing was observed. The pcs instrument was energized using monopolar energy - monopolar energy settings were not specified. No other instrument was in use at the time of the event. After removing the pcs instrument and replacing it with the backup instrument, the user continued with the procedure with no further issue reported. No known impact or patient consequence was reported.